Event description:
The customer reported to olympus the evis exera iii colonovideoscope does not give off air. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were on multiple components of the device, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the air/water (jet) tube. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. It was also observed that the following unit components also contained foreign objects: plastic distal end cover, the adhesive on the bending section cover, air/water cylinder and on the connecting tube. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the flexibility adjustment ring was damaged. It was also observed that the following components had discoloration: the knob in all directions, the grip and on the scope connector case unit. It was observed that the suction, air, and water cylinder had no color. It was also observed that the switch box and the image guide protector had a scratch. Lastly, it was observed that the light guide lens had a crack. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow ¿ up regarding the cleaning sterilization and disinfection (cds) process performed at the user facility, it was confirmed that: the endoscope came straight from the storage cabinet, clean and not used. It was also indicated that during the last cleaning process, nothing was detected while brushing. Additionally, it was mentioned that during the machine-washing cycle, the cycle did not cancel its program. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause nor identity of the foreign material could not be determined. Consideration: it was unknow if there were deviations from the instruction manual in the reprocessing steps at the material residue point as this information was not specified. No physical damage was confirmed at the place where the foreign material remained. Olympus will continue to monitor field performance for this device.